Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the epg found that both wires on the liquid crystal display (lcd) were pinched (wires exposed). The customer comment that the epg would not turn on was confirmed; lower case battery cable connector was found to be loose (unplugged). Connector lock was found to be bent but still locked into place. Three case plugs were noted to be damaged (tool marks). Atrial output connector and hanger were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.